Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported the patient had a recent history of non-st elevated myocardial infarction, percutaneous coronary intervention to the left anterior descending artery, and ventricular tachycardia/fibrillation (vt/vf). The patient endured another vt/vf arrest and was intubated while being taken to the intensive care unit (ICU). Multiple vt/vf episodes occurred thereafter, requiring 30-40 defibrillations in one night. The impella cp was placed, another vt episode occurred, and the patient¿s family decided to withdraw care. The patient eventually expired.

Manufacturer narrative:
Correction: d4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation, tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.